Event description:
It was reported to philips that the system was not switching on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and confirmed the reported issue. Upon troubleshooting, fse found 4 dsm, 1 psm, and 1 fan tray power supply burned from ny m-cabinet due to ups malfunction in off condition. To resolve the problem, fse replaced 4 dsm, 1 psm, and 1 fan tray power supply. After replacements, the system was restored to normal working order. The codes were updated based on the investigation outcome.